Manufacturer narrative:
Conclusion: based on limited information, including no identification of the relevant lot number, a relationship between the event and strattice could not be determined. Due to lack of information, strattice as a contributing factor cannot be ruled out. Lifecell reports the event in an abundance of caution. Multiple attempts to obtain additional information are being made, including identification of the lot number. Should additional information be reported, a follow up adverse event report will be submitted; otherwise this investigation is concluded.

Event description:
It was reported that a patient underwent a previous hernia repair with strattice at sometime around (B)(6) 2017. The patient presented with a post operative recurrent hernia and was taken back for hernia repair on (B)(6) 2018. Intraoperatively, the surgeon noted that the strattice mesh had folded upon itself and that it appeared as though the sutures had pulled away from the rectus muscle. The mesh was removed and repaired with another strattice mesh. No lot number was reported.